Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. No other information available this time. This lv lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.